Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2022, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2020 explanted: (B)(6) 2022 product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jul-2024, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jul-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the leads migrated and effected quality of therapy. Factors that contributed the issue was the patient had a fall. The rep tried to reprogram the patient. The patient had their perc leads replaced with 2x8 surgical paddle and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) product type programmer, patient product ID 97755 lot# serial# (B)(6) product type recharger product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2022 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 explanted: (B)(6) 2022 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and manufacturer representative (rep). The patient reported the ins is not connecting to charge. The patient stated they did have surgery recently where they put in a hard wire; the patient clarified they placed a surgical lead last month. The patient stated the lead kept messing up so they had to place the permanent lead. The patient stated when they try to connect to charge or just with the programmer they were seeing "no device found". The patient stated the controller will not connect even if they have charge on the ins battery. The patient stated yesterday the ins was @ 30% and when they tried to connect to charge the controller said no device found. The patient stated they had been seeing this for the past 6 months. The patient verified there is no visible damage to the recharger (rtm) cord/ plug. The issue was not resolved through troubleshooting. An email was sent to the repair department for the controller and the rtm cord.